Event description:
Additional information was received in which the site confirmed that there were no patient symptoms. The event resolved with exchange of the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms on the mobile power unit (mpu) was confirmed via submitted log files. Data from the reported event date of 02mar2025 was reviewed and revealed following a power source exchange from battery power to mpu, a low voltage and power cable disconnect alarm occur associated with a drop in relative state of charge (rsoc) voltage at 3:07:56. The alarm intermittently activates and clears following the onset whenever the rsoc voltage fluctuated below alarming threshold. These alarms clear by 3:08:53. During this time, pump support was not affected. There were no other notable alarms active in the log file. Pump operation was not affected. Product was not returned for testing. Per provided information the mpu was exchanged and would not be returning for testing. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed no deviations from manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 IFU section 3 - ¿powering the system¿ and heartmate 3 patient section 3 - ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 IFU section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. Heartmate 3 patient handbook and heartmate 3 IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had experienced six brief low voltage hazards/low voltage advisories when connected to the mobile power unit (mpu). These events had occurred between 03:00 and 07:00. The healthcare provider stated that there were no alarms when on battery power. The log file was reviewed and revealed several power cable disconnect and low power alarms on 02mar2025 between 03:07 and 03:08 which occurred immediately after the patient had swapped from battery power to the mpu. The alarms were activated again between 07:08 and 07:09 while the patient was on the mpu. Technical services stated that there were no other events recorded.